Event description:
It was reported that the device user experienced lower back and neck discomfort in the form of severe muscle spasms and difficulty standing up. The user reportedly experienced these issues as a result of working in sustained foward flexion while establlishing a hemostatic connection between the liver graft and pump lines. Concerns were also raised regarding the sterility and safety of the device as a result of it's height. Lastly, the user reports concern that portions of the metra device are not covered by the provided sterile drape which may increase the risk of contamination.

Manufacturer narrative:
Investigation of the reported event is pending. Product and initial reporter identifiers were not provided.